Event description:
It was reported, the patient experienced a change in stimulation, they were not feeling tingling in the area of pain. High impedances were reported. It was also noted the patient's neurostimulator was depleted. The patient's entire device system was replaced. The patient resolved without sequela.

Event description:
Additional information received reported that the implantable neurostimulator (ins) was removed on (B)(6) 2014.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 389033, lot# j0443865v, implanted: (B)(6) 2004, product type lead; product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 389033, lot # j0443865v, implanted: (B)(6) 2004, product type lead. (B)(4).

Manufacturer narrative:
Product ID, 389033 lot# j0443865v, implanted: 2004 (B)(6), explanted: 2010 (b)(64), product type lead product ID, 389033 lot# j0443865v, implanted: 2004 (B)(6), explanted: 2010 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), implanted: product type recharger product ID, 37743 lot# serial# (B)(4), implanted: product type programmer, patient product ID, 37742 lot# serial# (B)(4), implanted: product type programmer, patient product ID, 3708240 lot# serial# (B)(4), implanted: 2008 (B)(6), explanted: 2010 (B)(6), product type extension. (B)(4).